Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a phenom 21 procedure resulted in a foreign object noted in fluoroscopy. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing a ais treatment. The patient¿s vessel tortuosity was moderate. The access vessel ba/va (vessel diameter 2.4 mm). Used in va/ba ais. The procedure was completed without any problems, however, a foreign object (4 mm in length and 1 mm in width) was confirmed by fluoroscopy after the final confirmation of the contrast study. It was questioned whether or not the nitinol marker, etc. Had peeled off at the phenom21. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Additional information was received that there were no interventions in particular taken to resolve the foreign object issue. The foreign object was not identified but was said to maybe be a blood clot or contrast agent. There were no issues noted visually with the solitaire used. The procedure was completed as usual. The cause of the event was unknown.

Event description:
Medtronic received a report that a phenom 21 procedure resulted in a foreign object noted in fluoroscopy. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was undergoing surgery for treatment of ischemic cerebral infarction in the va/ba. Mrs pre-operative was 3, and postoperative was 0. Nihss was 10 pre-operative and 1 post operative. Tici was 1 pre-operative and 3 post operative. The patient was treated with a tpa, 1 pass of the solitaire was performed. The patient¿s vessel tortuosity was moderate. The access vessel ba/va (vessel diameter 2.4 mm). Used in va/ba ais. The procedure was completed without any problems, however, a foreign object (4 mm in length and 1 mm in width) was confirmed by fluoroscopy after the final confirmation of the contrast study. It was suspected that the nitinol marker, etc. Has peeled off with phenom21. The catheter was flushed as indicated in the IFU. There were no patient symptoms or complications associated with this event. Additional information was received that there were no interventions in particular taken to resolve the foreign object issue. The foreign object was not identified but was said to maybe be a blood clot or contrast agent. There were no issues noted visually with the solitaire used. The procedure was completed as usual. The cause of the event was unknown.

Manufacturer narrative:
H3: product analysis of fg13160-0615-1s, lotno:228055166 ¿ as found condition: the phenom 21 catheter was returned for analysis within a shipping box; within a plastic bio=pouch. ¿ damage location details: no flash or voids molded were observed in the hub. No bent or kink was found with catheter body. The catheter tip, marker band were examined; catheter marker band still was attached, however, the distal tip was outer tubing. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of the catheter were measured to be within specifications. The catheter was flushed with water and water exited out from the distal tip. ¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿marker band dislodged¿ could not be confirmed. However, the distal tip was found to be damaged. Marker band was still attached, and catheter body outer layer appeared to be melting possibly due to steam shaping. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.